Manufacturer narrative:
(B)(4).

Event description:
It was reported that episode of non sustained oversensing due to post pacing t wave oversensing was seen via merlin@home transmission. No therapy was given. Reprogramming was made. There were no consequences for the patient.